Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdomen pain. The cause of the peritonitis was not reported. It was reported that the patient was hospitalized for the event. It was reported that the patient was treated with injection vancomycin 1 gm, injection amikacin 100 mg start dose followed by amikacin injection 50 mg one bag/day and injection imipenem 500 mg one bag/day for peritonitis. At the time of this report, the patent outcome and action taken with pd therapy were not reported. No additional information was available at the time of this report.